Event description:
Customer reportedly received result of 232 mg/dl on advantage system 1 and 116 mg/dl and 109 mg/dl on advantage system 2 within 10 minutes. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 549642, expiration date 06/30/2008). Ref medwatch report with pt is for the suspect device used in system 2.